Event description:
It was reported that the right atrial lead exhibited low impedance. The patient was put on remote monitoring. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.